Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded morphine of an unknown concentration at an unknown dose rate. It was indicated that the patient reported persistent upper extremity pain on (B)(6) 2024. The intrathecal (it) rate was increased on (B)(6) 2024. The plan to order new concentrations of medications with increased morphine for next pump refill. The outcome of the event was ongoing. Regarding etiology, the event was related to the device/threapy and unrelated to the implant procedure. The event was related to drug. Regarding the drug action that caused the event, no change in drug was indicated. The clinical diagnosis was persistent upper extremity pain and the device diagnosis was noted as not applicable. Addtional information received from the healthcare provider via a clinical study indicated that the pump was refilled with increased concentrations to allow for an increased rate in both hydromorphone and bupivacaine but a more significant increase in hydromorphone. The patient continued to report uncontrolled pain. The pump was flipping within the pocket, possible catheter kink. They were started on a fentanyl patch while the revision was pending.

Event description:
Additional information received from the healthcare provider viaa clinical study indicated that surgical revision revealed that the pump had become dislodged from its sutures. The pump was repositioned from the abdomen to right buttocks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.